Event description:
It was reported that during preparation for a carotid stenting treatment procedure, device flushing difficulties were encountered. During the preparation, the first stage of the system flush was successful, but the second and third stages could not be performed. The device was replaced by another of the same.

Manufacturer narrative:
Device analysis: the device has not been received for analysis as of the date of this report. If any additional relevant information is received, a supplemental MDR will be submitted.